Manufacturer narrative:
The device is unavailable for evaluation as tip that was retrieved was too small to go through decontamination. No determinations could be made as to the cause of the reported issue.

Event description:
The tip of the pituitary instrument was fractured during surgery and retrieved.